Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report three of three for the same complaint; see also 3004485144-2016-00173 and 00174.

Event description:
The sales associate reported broken instruments; two torque wrench handles and two screw inserters. One screw inserter was stripped and the other broke in the case. The screw inserter that broke in the case was unable to finish tightening the final screw.